Event description:
It was reported that an unsuccessful attempt was made to cross a lesion in a vein graft. While the device was being withdrawn from the anatomy, the undeployed stent dislodged and separated from the balloon in the artery. It was successfully retrieved with a snare without any further complications.